Event description:
Physician reports crrt initiated for pt admitted with acute renal failure secondary to allergic interstitial nephritis and pneumonia. Pt hb and platelet count decreased after initiating crrt therapy on the nxstage system one. Platelet count on (B)(6) 2012 was 183,000; on (B)(6) 2012 82,000, on (B)(6) 2012 82,000. Hb prior to crrt was 10.7, then decreased to 10.1, 8.6, 8.2 and then 7.7. Crrt therapy was discontinued on (B)(6) 2012. Pt was transfused 2 units of prbcs, exact date unknown. No other medical intervention provided.

Manufacturer narrative:
The device and cartridge were not returned; therefore the exact cause of the reported issue cannot be determined. No evidence of a device malfunction. Facility staff unable to provide additional information since physician no longer recalls pt name. There have been no subsequent complaints reported by the user regarding this issue. Nxstage considers this report closed. If additional information become available a follow-up report will be submitted.